Event description:
It was reported that during a laparoscopic resection of endometriosis procedure, the surgeon had just begun the laparoscopic resection of endometriosis case when the device showed up error code 5 on the generator. Full trouble shooting steps were performed, and this still didn't solve the problem. A new shear was opened and this worked fine and the case was completed without any further complications. There were no adverse consequences to the patient. One device will be returned.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a gen04 and it was found that the hand control switch assemblies min buttons were non-functional, max buttons worked properly as well as the footswitch. No error code was noted at the generator. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.